Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the direction for use states: "do not use if labeling is incomplete or illegible. Carefully inspect the sterile package before opening.¿ (B)(4).

Event description:
It was reported that a stent was used during a procedure instead of a balloon catheter. The target lesion was located in a coronary artery. During procedure, a veriflex (liberte) coronary stent delivery system was accidentally deployed in the lesion instead of a balloon catheter as the physician thought that it was a balloon catheter that was opened. There was nothing wrong with the device, however, the color of the boxes were very similar. No patient complications were reported.